Event description:
It was reported that during a da vinci s prostatectomy procedure, while using the monopolar curved scissors instrument with the tip cover accessory installed, arcing was observed. No patient injury, harm or adverse outcome was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, however, the monopolar curved scissors instrument used with the tip cover during the procedure was returned and evaluated. Per the customer reported complaint engineering found no char marks or signs of arcing on the instrument. Electrical continuity passed and no damage was found. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.